Event description:
It was reported that during an infusion the pump alarmed; air-in-line. In an attempt to "flick" the tubing to move the air, the tubing set broke at the pumping segment.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of pump alarmed air-in-line. In an attempt to "flick" the tubing to move the air, the tubing set broke at the pumping segment could not be confirmed. Although the attached photo does not represent the actual event sample for this event, it identifies the described separation location (silicone to lower fitment). However, the photo does not confirm a set broke ¿separation¿. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion the pump alarmed; air-in-line. In an attempt to "flick" the tubing to move the air, the tubing set broke at the pumping segment.